Event description:
It was reported that the patient experienced urine leakage with an artificial urinary sphincter (aus). The 3.5 aus cuff was explanted and a new 5.0cm aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: urinary incontinence was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The allegation was not confirmed as the cuff performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. Additional information.

Event description:
It was reported that the patient experienced urine leakage with an artificial urinary sphincter (aus). The 3.5 aus cuff was explanted and a new 5.0cm aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced urine leakage with an artificial urinary sphincter (aus). The 3.5 aus cuff was explanted and a new 5.0cm aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.